Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will reset the pump and continue to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.